Event description:
During preventive maintenance service of the device, the manufacturer's field service engineer (fse) reported the ventilator backup battery failed. The customer did not report an occurrence prior to service and there was no patient harm reported. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources. The fse replaced the backup battery to address the finding. Final applicable testing was performed per operating specifications and passed.